Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07182; 2017865-2021-07690. It was reported that the patient had an inactive system abandoned with the leads capped on the left side. A new system was implanted in (B)(6) on the right side (B)(6) 2017. It was noted that the pacemaker implanted on the right was partially sticking out his chest. The patient was dependent on the device for function therefore the physician in (B)(6) opted to implant a new system on the left and take out the right. The system on the right was removed and forwarded for infection analysis. The abandoned system removed, and a new system installed on the left. The patient was doing well before after and during the procedure.